Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 17 january 2024, a large flexnav delivery system was chosen for the procedure. The delivery system was observed to bend 1.5" from the nose cone while going into extremely tortuous right femoral artery - common iliac artery. The delivery system could not be advanced past the internal iliac artery. Dissection of the right femoral artery was observed, requiring surgical cut down to repair. The procedure was completed with a replacement flexnav delivery system. The patient is reported to be doing well. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae.

Manufacturer narrative:
An event of difficult advancement through anatomy, use-related tissue damage, and bent material was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A query of the ears database for the reported lot revealed no related incidents for this lot. Information from the field indicated that the delivery system was observed to bend 1.5" from the nose cone while going into extremely tortuous right femoral artery - common iliac artery. The delivery system could not be advanced past the internal iliac artery. Dissection of the right femoral artery was observed, requiring surgical cut down to repair. It was also noted that per the physician, nothing was wrong with the delivery system, and the event was due to difficult anatomy. Based on available information, the reported event appears to be related to patient condition (extremely tortuous right femoral artery). There is no indication of a product quality issue with regards to manufacture, design, or labeling.